Event description:
Reporting status: serious injury - medical intervention, disability. Reporting rationale: unsuccessful attempt to snare dislodged stent from pt/stent remains compressed against vessel wall in pt which is considered permanent impairment. Device issue: stent dislodgment. It was reported that during a case involving a chronic circumflex, an attempt was made to cross the mini vision distally through another stent that was placed earlier in the case; however, it would not cross. The device was removed and the stent was not on the delivery balloon. The stent dislodged in the pt and an attempt was made to snare it; however, this was not successful. Using a balloon catheter, the stent was compressed against the vessel wall and reportedly, the pt is doing well. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the catheter was returned with blood on the balloon and shaft. There was no contrast visible. The stent had been dislodged and was not returned. The balloon was tightly folded, except for the proximal balloon taper which was slightly open and bunched. There were crimp marks on the balloon between the markers. There was a kink in the inner member .5 mm distal to the distal end of the proximal balloon marker. The edge of the tip was flared and jagged. There was no other damage noted to the catheter. The tip seal length was measured and met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the mini vision stent was unable to cross a previously placed stent in the circumflex, and when the mini vision was removed, the stent had dislodged. Analysis confirmed that the stent had dislodged and was not returned. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of MFR. Stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. In this case, the most likely cause for the failure to cross and the stent dislodgment is the interaction with the previously placed stent. The instructions for use, caution against stenting distal to a previously placed stent, as this may cause damage and/or dislodgment to one or both stents. Additional damage noted during the device analysis was bunching of the proximal balloon taper, a kink in the inner member and flaring of the catheter tip. This damage is all consistent with attempting to cross the lesion and previously placed stent and encountering resistance. It appears that the damage to the device is related to the operational context of the device use. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints for dislodgement reported with this part and lot number combination. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.